Manufacturer narrative:
The baxter technician found no problem. Per the hillrom service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician calibrated the bed and replaced the ight caregiver panel as a precaution. The bed functions as designed. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the centrella med-surg bed exit did not sound when patient exited the bed. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.